Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to infection.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, a manufacturing review, sterilization review, or complaint history cannot be performed and our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. The clinical/medical team concluded this case reports a revision of an intertan nail due to an infection, however no clinical relevant documents were provided to conduct a thorough analysis of the reported issue. No medical assessment is warranted at this time. No further actions are being taken at this time.